Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with the programmed settings of the device.

Event description:
It was reported that the patient experienced dyspnea due to the programming of the device. The device was reprogrammed and the patient was in stable condition. No malfunction is suspected.